Event description:
A trilogy 1000 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor pca replaced to address the issue. The following parts were replaced to prevent failure: exhaust fan assembly, 43 micron filter and power cord.